Event description:
Reportable based on device analysis completed on 08nov2018. It was reported that there was difficulty delivering the device. A 10mm x 40cm interlock-35 device was selected for use during a patient trans-jugular intrahepatic portosystemic stent-shunt procedure. During preparation the coil was checked and appeared normal. The device was then flushed, connected to the y-joint with the catheter, and heparin was injected. The physician then turned the outer sheath and delivered the device into the delivery system through the y-joint. However, after delivering the device halfway through the 5f non-bsc catheter, delivery would not continue. Continuous flushing of the device was being performed. After failing multiple attempts to advance the coil, the physician retrieved the device and the procedure was completed with another of the same device. No patient complications were reported. The patient's condition after the procedure was stable. However, device analysis revealed that the coil interlocking arm was found detached from the rest of the coil. Device evaluated by MFR: the device returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection was performed. A rotating hemostatic valve (rhv), a delivery wire, an introducer sheath and a coil were returned for this complaint. The coil and delivery wire arms were interlocked within the introducer sheath. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and was found kinked near the interlocking arm. The coil interlocking arm was found detached from the rest of the coil. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the delivery wire showed that the zap tip has a smooth surface and the interlocking arm showed no anomalies besides a kink was observed near of it. Microscopic inspection of the main coil showed the zap tip has a smooth surface, but the coil interlocking arm was found detached from the rest of the coil. The dimensional inspection of the delivery wire showed it was within specification. The coil dimensions that could be measured were inspected and were within specification.